Event description:
There was an allegation of error messages and questionable results from the cobas pro c 503 analytical unit. Refer to the attachment to the medwatch for all patient data. Some of the questionable results were reported outside of the laboratory and some were held. The customer was not sure which results were reported outside of the laboratory. The regent lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The customer performed a mechanism check and received a gear pump pressure check error. The field service engineer found the gear pump pressure and water supply pump pressure were too high and he adjusted them to specifications. He performed adjustments for the sample probe. The customer ran qc and all results were within ranges.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.